Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead pacing the his bundle exhibited potential over-sensing based on short v-v intervals one week post-implant. The lead remains in use. The patient is a participant in the imaging study of lead implant for his bundle pacing. No patient complications have been reported as a result of this event.